Manufacturer narrative:
The investigation did not identify a product problem. The investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
This event occurred in (B)(6). The field applications specialist confirmed the customer's results. He removed the electrodes and dried the ise chamber. He performed ise checks, calibration, and qc with acceptable results. He performed patient comparison studies with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k and cl results for one patient tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing on a different cobas 6000 c (501) module for confirmation. The patient's initial k result was 4.34 mmol/l, and the patient's initial cl result was 91.2 mmol/l. The patient's repeat k result was 5.07 mmol/l, and the patient's repeat cl result was 102.7 mmol/l. The customer determined the patient's repeat results were correct due to the results matching the patient's history. The k electrode lot number was y45_2019 with an expiration date of 29-mar-2020. The cl electrode lot number was 1111 with an expiration date requested but not provided.